Event description:
Patient reported right-side capsular contracture baker grade iii and "a difference was found between the breasts, as well as an altered consistency." Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Wrinkling: creases observed on the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.